Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the pt was gravely ill. It was reported that stent graft successfully implanted in the pt. It was reported that the pt had a hemi-colostomy one day post stent graft implanted and that the pt expired 8 days post stent graft implant. No additional clinical sequelae have been reported.